Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 48 mg/dl. Customer stated that the sensor glucose and blood glucose difference was not within target range of glucose difference, however insulin delivery was not suspended. Customer stated that the insulin pump had calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.